Event description:
It was reported that during a total knee surgical procedure, the blade broke at the mount. It was also reported that an unplanned x-ray was performed to locate the broken piece of the blade. It was further reported another blade was readily available to complete the procedure.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Part number and lot number info has not been provided to permit further investigation. If the product is received, an eval will be performed and a follow-up MDR will be submitted.